Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a loss of telemetry during transmission with the remote home monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. The monitor passed the bench power test with good power supply. A full debug mode test was performed and the passing result was verified. The analysis conclusion revealed no defect was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.